Event description:
It was reported that during the implant procedure, it was not possible to reextend the helix after repositioning the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and blood was found in/on the helix/lobe mechanism. Tissue was found on the helix, and the lead appeared to have been damaged at implant.